Event description:
Reporter from USA requested routine maintenance for the device. During servicing oil contamination was observed. The device was not used in surgery. No injuries were reported. If any additional info should become available, this notification will be updated accordingly.

Manufacturer narrative:
The device was received by depuy synthes power tools. The reported condition of oil contamination was confirmed. During service it was noted that the device had oil contamination. If additional info becomes available a supplemental report will be submitted.